Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (10 mg/ml at 5.931 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that on (B)(6) 2019 the patient had her prior pump replaced for normal battery longevity. At the procedure, they used the drug from the old pump for the new pump and there was not a total of 40 ml. Per the hcp, somehow the patient was not told to get the pump refilled earlier than usual due to the pump not being filled to 40 ml. The patient heard the pump alarming and came into the clinic. The pump reservoir was empty. The hcp stated that she could not get the drug to do a refill for 2 days and was wondering about filling it with pfns (preservative free normal saline). No patient symptoms were reported. No further complications have been reported as a result of this event.